Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield harvester noticed a small clear piece of plastic, unknown origin, which was removed and sequestered during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The reported device hemopro 2 was not returned to the factory for evaluation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint "peeled silicone insulation". A cannula was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of blood was observed on the cannula handle. Blood was observed on the shaft of the cannula. A visual inspection was conducted. Upon observation the metal wire, scope wash tubing and the c-ring remained attached to the cannula. The metal wire and the scope wash tube were observed to be bent. Based on the condition of the device as returned, we were able to confirm the analyzed failure mode "bent; cannula; c-ring". The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield harvester noticed a small clear piece of plastic, unknown origin, which was removed and sequestered during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.